Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
This senior medical surveillance specialist reviewed information the patient/layperson gave to a customer care advocate, cca. In 2009, the patient complained that her onetouch ultra meter continued to prompt the apply sample message although blood and control solution were applied. The alleged issue began at 10:30 am two days prior. The cca learned that the patient was incorrectly applying blood to the test-strip. During troubleshooting for the cca, the control solution test was successful and the patient also obtained 126 with a blood test. The issue was resolved. The patient did not allege harm or receive treatment. When asked if she experienced symptoms, the patient stated that one hour after the perceived issue started, her eyes became blurry. The patient continued taking her daily avandamet and glimepiride oral medications. She also increased her water intake from four 12oz bottles to eight and ate vegetables three times a day rather than once. The complaint is reported due to the symptom of blurry vision that meets the criteria for serious injury.